Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) not charging batteries. No harm reported.

Manufacturer narrative:
Updated fields: h3, d9, b4, g3, g4, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) was not charging its batteries. There was no patient involved and no harm reported. A getinge field service engineer (fse) inspected the device and confirmed that the unit was not charging the batteries. After troubleshooting, the fse replaced the power management pcb, which resolved the issue. A preventive maintenance (pm) was completed under a separate work order, including full calibration. The unit passed all functional and safety tests per factory specifications and was returned to the customer. The following investigation was performed by (B)(4) technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf 05 nov 2025. The failure analysis and testing dept. Received part number pcb, power management, with a reported unit failure of not charging batteries.

Event description:
N/a.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) was not charging its batteries. There was no patient involved and no harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5, b6, b7, d9 (return to manufacture date), d10, e3, e1 (initial reporter and event site email). A getinge field service engineer (fse) inspected the device and confirmed that the unit was not charging the batteries. After troubleshooting, the fse replaced the power management pcb, which resolved the issue. A preventive maintenance (pm) was completed under a separate work order, including full calibration. The unit passed all functional and safety tests per factory specifications and was returned to the customer. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received pcb, power management, rohs serial number (B)(6) with a reported unit failure of not charging batteries. The failure analysis and testing dept. Performed a visual inspection and observed that component q27 was shorted. Due to the shorting of q27, the fat dept. Cannot investigate this complaint any further. Past experience has proven, when q27 shorts, the batteries will not charge. Retaining the board in the fat dept. Per procedure number (B)(4).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6 (health effect impact codes).

Manufacturer narrative:
Updated fields- b4, d9, g3, g6, h2 , h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) inspected the device and confirmed that the unit was not charging the batteries. After troubleshooting, the fse replaced the power management pcb (0670-00-1162), which resolved the issue. A preventive maintenance (pm) was completed under a separate work order, including full calibration. The unit passed all functional and safety tests per factory specifications and was returned to the customer. The failure analysis and testing department received power management, with a reported unit failure of not charging batteries. The failure analysis and testing department performed a visual inspection and observed that component q27 was shorted. Due to the shorting of q27, the fat department cannot investigate this complaint any further. Past experience has proven, when q27 shorts, the batteries will not charge. Retaining the board in the fat department per procedure